Event description:
It was reported that the atw45 was used in a laparoscopic procedure. It was reported that the instrument cut, but not all of the staples were fired. The instrument made a sound like it broke and the second reload did not issue all of the staples.